Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/19/2016, that on (B)(6) 2016, the receiver turns off and was needed to manually turn the receiver back on. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, correction/additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional, correct to sr number in manufacturer narrative.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and a screen recoverable error alarm was observed. The customer complaint was confirmed. A root cause could not be determined.